Event description:
It was reported that the left ventricular lead had dislodged. The lead was repositioned on (B)(6) 2015. The patient tolerated the procedure with no complications.

Manufacturer narrative:
.